Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon via an implantable infusion pump for spinal cord injury. It was reported that an infection of the wound was observed in the pump implantation site. The gabalon daily dose was gradually reduced from 500 mcg/day to 100 mcg/day and discontinued. After the dose was gradually reduced, the pump system was removed on (B)(6) 2025. The out of the event was recovering as of on (B)(6) 2025. It was indicated that there was no causal relationship to itb therapy. The wound infection was unrelated to the drug, pump, catheter, and procedure.

Manufacturer narrative:
Continuation of d10: product ID: 8711, lot#serial#: (B)(6), product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The pump was previously replaced on (B)(6) 2024. The onset of the event was indicated as (B)(6) 2025. Debridement due to infection occurred on (B)(6) 2025. The outcome of the event was recovered as of (B)(6) 2025. It was further reported that the event was not related to the intrathecal baclofen (itb) therapy itself, and it was considered that the cause was the wound being close to the groin area and prone to becoming unclean.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dis) indicated that the wound infection resolved. The explanted products would not be return as they were discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.